Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported if the patient was connected at the time of the alarm or what stage of therapy the alarm occurred in. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. A sample evaluation was performed, including a visual inspection, electrical and functional testing and simulate-use testing. No issues were found during the sample evaluation that could have caused or contributed to the reported issue. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.